Event description:
It was reported that the up button on the insulin pump is unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow buttons due to unlocked connector at the lcd board. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.